Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 1627487-2019-10586 it was reported the patient has been receiving inadequate therapy with the current lead placement. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical where l4 lead was explanted. In addition, new leads were added at l3, l5 and s2 level for better coverage. The patient is now receiving effective stimulation coverage.